Event description:
Approximately 1 month later, the patient turned stimulation back on, and experienced a jolting sensation in the back of the neck up her head. Analysis of the n'vision memory card showed that the patient made numerous adjustments to the stimulation amplitude immediately following turning the stimulation on, presumably to find a more comfortable setting after having the device off for an extended period of time. The neurostimulator was programmed to provide a 4 second soft start. Impedances on electrodes 8 and 10 were over 10,000 ohms. The hcp programmed around the open electrodes. It was reported that the battery charged to 50-75% full in about 10 minutes and then the recharger turned off. Analysis of the n'vision memory card showed no evidence of any short recharges with large battery voltage jumps. The shortest recharge session was 26 minutes. The session was started and stopped while the battery remained in the 75th quartile. A follow-up report will be submitted if additional information becomes available.